Manufacturer narrative:
(B)(4). The device was manufactured in nov 2012. The device was not returned for evaluation. The device history record was reviewed and no issues were found that could have caused or contributed to the event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. It was reported the last pd therapy was performed 10 days prior to receipt of this report. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.